Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined and leak tested and leak tested. The kink resistant tubing (krt) was cut off to the pump block and was not return for analysis. No leaks were found. Microscope examination identified contamination inside the pump; therefore, the pump was not functionally tested. Product analysis was unable to confirm the reported allegation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. The patient underwent surgery two weeks later and a crack in the right cylinder connecting tube was identified. Therefore, the pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. The patient underwent surgery two weeks later and a crack in the right cylinder connecting tube was identified. Therefore, the pump was removed and replaced. There were no patient complications.